Manufacturer narrative:
(B)(4). Date of occurrence is entered as (B)(4) 2011 when the study was conducted. A date between (B)(4) 2011 was entered for reportability purposes. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This event was captured based on review of the article, a "modified crossover technique" for vascular access management in high-risk patients undergoing transfemoral transcatheter aortic valve implantation. A patient had evidence of a pseudoaneurysm of the right common femoral artery, after valve implantation using the 18 french e-sheath. Following prolonged inflation with an otw balloon, access in the left femoral artery was secured with an 8-french sheath and subsequently an 8 mm x 50 mm was implanted with good results. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.